Event description:
It was reported to philips that the system's footswitch was unable to trigger exposure. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that the procedure that was to happen when the issue occurred was aborted and then continued later after the system was restarted twice. The customer reported that they stepped on the footswitch multiple times but the issue did not resolve until the system was restarted. However, the customer did not request any philips evaluation so no work could be done by philips to identify a root cause for the event. No remote or onsite evaluation or repair was performed by philips. No further information was received regarding the root cause and resolution of the event. The codes were updated based on the investigation outcome.